Event description:
It was reported that during the angioplasty procedure, the device allegedly failed to deflate. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one dilatation catheter has returned evaluation. On the visual evaluation of the device, it appeared bloody, and no specific anomalies noted. On the functional evaluation of the device the in-house guide wire lumen was flushed and the in-house guide wire able to advance through the catheter without any issue. On further the balloon inflated with the in-house presto device and the balloon able to inflate and maintain the shape and pressure, no rupture was present. Then the balloon was attempts to deflate, initially it was noted to deflate but on further it was observed the device not deflated and the timer was stopped after 26 seconds after no signs of deflation. After some time, the balloon eventually deflated. Then the balloon was cut and observed the port holes were collapsed. All the anomalies noted on the microscopic observation. Therefore, the investigation has conformed for the reported deflation issue as the balloon deflation time as exceed above the product performance specification limit. It is likely the collapsed port holes contributed to the identified deflation issue. However, the definitive root cause for the deflation issue could not be determined based upon the available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 08/2023),g3,h6(method) h11: h6(result and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2023).

Event description:
It was reported that during the angioplasty procedure, the device allegedly failed to deflate. There was no reported patient injury.